Manufacturer narrative:
The problem was due to a component failure (diode source). We are unaware about patient injury.

Event description:
The laser system has the following problem: "error in current, check current low". No adverse effects to patient were reported.